Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received multiple inappropriate shocks. Alert for possible output circuit damage was observed. Analysis of the ICD revealed an arc mark and hv output damage consistent with a damaged lead.